Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr completed release testing on the roller pump and could not determine any issues with the occlusion. The unit operated to the manufacturer's specifications. Per data log analysis, for this type of issue 'roller not occluding' it is not expected to cause any unusual logging. The logs do not have any unusual events and cannot be used to confirm the complaint.

Event description:
It was reported that during a cardiopulmonary bypass (cpb) procedure, one roller on the pump was not occluding. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: it was reported to the field service representative (fsr) that the cardioplegia roller pump was not fully occluding the tubing on the heart lung machine (hlm) during a cpb procedure. The team had set up and primed for a cpb procedure on (B)(6) 2020. During the procedure it was suspected that one of the two rollers on the six inch roller pump in the cardioplegia location was not as occluded as the other one. Occlusion was set prior to the case, per their protocol without issue. The fsr tested both rollers and both were within specifications. The perfusion team did not exchange the roller pump, or move the tubing to another roller pump location. The patient received the correct dosages. There was no harm or blood loss associated with the event. This incident did not delay the continuation of the surgical procedure.